Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tnl) result on one pt sample that was generated by the access immunoassay system instrument. The elevated accu tnl result for the pt was 1.92 ng/ml. The elevated accu tnl was not reported out of the lab. The customer indicated that the original sample from the pt was retested for accu tnl. The repeated accu tnl result for the pt was 0.01 ng/ml. The result was reported out of lab. There has been no change to pt treatment or any injury that can be attributed to this event.